Event description:
It was reported that the implantable pulse generator (ipg) indicated elective replacement indicator (eri) one day after implant. The ipg was explanted and replaced. It was also observd that the ipg tripped eri prior to implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received indicated the patient is not pediatric.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a rrt (recommended replacement time) lockup condition that prevents device programming. False elective replacement indicator (eri) triggered on (B)(6) 2017. Analysis of the device memory indicated the battery measurement was not available. Battery voltage not available due to measurement system lock-up. If information is provided in the future, a supplemental report will be issued.